Event description:
A distributor complaint was reported in sweden on october 13, 2025, where a customer experienced an issue with their insulin pump unexpectedly displaying a reset screen. Despite the malfunction, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had previously reported similar issues with the same pump. Technical support decided to replace the malfunctioning pump, and the customer was instructed to use multiple daily injections as a backup therapy to ensure continuity of insulin delivery. The customer was guided on how to put the pump into storage mode before returning it and agreed to send it back via a prepaid label.